Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose levels and pump error alarm on the insulin pump. Customer¿s blood glucose level was 23.1 mmol/l. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for the alarm was performed. Customer advised they were able to rewind the insulin pump, they also passed both the displacement and self-tests. Customer was advised to monitor the insulin pump. Insulin pump will not be returned for analysis.